Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for seven days for the event. It was reported that the peritonitis was manifested by cloudy fluid. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Outcome of the peritonitis event was unknown. Action taken with dianeal therapy was unknown. Additional information was requested but is not available.